Manufacturer narrative:
Date of event was reported as "probably a month or two after initial implant on (B)(6)-2017" (2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a shocking sensation when going through security devices such as at (B)(6) or any other stores with security gates. This had started ¿probably¿ a month or two after implant (2017). The family member stated that the patient ¿drops to his knees¿ because they get shocked so badly. The therapy status was confirmed to be off. Turning off the stimulation did not stop the shocking sensation. The family member had spoken to the patient¿s healthcare professional (hcp) about the issue and they recommended just turning it down or off but this made no difference. It was recommended that the patient keep working with their hcp regarding the issue. There were no further complications reported or anticipated.